Event description:
It was reported that during a nephrectomy procedure the pa was placing the device on the renal artery vein and there was a slice movement post articulating and it cause a little bit of bleeding. They were able to use the same the device to complete the procedure and the oozing did stop. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained. Is it standard practice to use a 60mm on a renal artery? Was the firing on the renal artery and vein together or separately? Please clarify 'slice movement post articulating'? Approximately how many degrees did the device articulate? Was the device articulating, already articled or did the device de-articulate? The pa firing the stapler reported that when she stopped articulating she noticed movement (device locking into position) she said that movement caused slight oozing) approximate blood loss? Minimal - how was the bleeding addressed? Vistaseal is routinely used and was used at the end of the case to help prevent post operative bleeding. Is a video of the event available? No. The pa and surgeon had their second case today and I was able to spend some time with the pa and physician dr. (B)(6) prior to the case and again review the best practices. Case went very well with no events to report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.